Event description:
Customer has had several issues with the sensor. Customer has calibrated twice a day and using sensor glucose for treatment decisions. Customer in need of sensor education. Advised the customer of the calibration protocol and advised to verify sensor glucose with blood glucose before treating. Customer reported hospitalization due to high blood glucose. Customer was nauseated, vomiting, aches and exhaustion. The blood glucose reading at the time of the event was 424 mg/dl. The current blood glucose reading is 201 mg/dl. Customer has appointment with trainer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.